Event description:
On (B)(6) 2011, patient reported she went low over the weekend and had to call the emt's. Patient stated her blood glucose level was around 28 mg/dl. Patient reported her husband called 911 and they came out and tested her blood glucose level. Patient stated her blood glucose reading was 40 mg/dl. Patient's normal blood glucose range is around 160-180 mg/dl. Patient reported they gave her some kind of substance and she felt better after that. Patient stated she was capable of self-treatment. Patient reported she drank the treatment of a sugary solution. Patient stated she was not given an IV. Patient reported she was at the computer when she went low and started to feel dizzy and fell out of her chair. Patient stated she thinks her blood glucose level went low due to concerns with the infusion sets. Patient reported her blood glucose level has returned to normal since meeting with a trainer. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.